Event description:
It was reported by service report that the bed controls were not functioning.

Manufacturer narrative:
Conclusion: after final evaluation and repairs are completed, a supplemental report will be submitted, if appropriate.

Event description:
It was reported via repair work order that the bed motion controls would not function and the bed could not be calibrated due to an angle sensor malfunction. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results as further investigation determined the loss of bed motor controls was due to a faulty base angle sensor.